Manufacturer narrative:
Add'l lot #: sbze01. Device MFR date for lot sbze01 - 5/24/2005. This is the same pt/event as MFR # 2249697-2010-00664. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the green elastosil handles of this instruments is degrading. The material can be peeled off and will transfer onto gloved hands."